Event description:
It was reported that during an implant procedure they were seeing artifact on the right ventricular (rv) lead and shock channel that was oversensed. The noise resolved after about five minutes, and was thought to be due to air bubbles or lead chatter due to close lead placement in proximity to each other. The system remains implanted. No adverse patient effects were reported.